Event description:
It was reported that the tubing of an access solution set separated at one of the joints. This occurred during infusion of a chemotherapeutic through a non-baxter device in the patient¿s chest and resulted in a leak onto the patient¿s chair. The reporter stated that no cracks or abnormalities were noticed with the set before use and the set was not put under excessive stress during the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation fully primed with a chem drug. Since the device was contaminated, only a visual inspection (via the naked eye) could be conducted. Visual inspection of the tubing end showed that there was no visible solvent plow ridge, which allowed the tube to easily separate from the male luer. The reported condition was verified. The root cause was identified to be a human factor error during the manual assembly process. No lot number was provided; therefore, a batch review could not be conducted. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.